Event description:
The pt called lifescan and alleged the one touch ultra meter was reading inaccurately erratic. The medical affairs specialist unsuccessfully attempted to contact the pt. The pt reported readings to 600 mg/dl and 255 mg/dl. No info on how far apart these were. Pt was feeling nauseated with a headache. Emergency svs was contacted and pt stated that more than 20 minutes later their reading was "low and they gave pt orange juice." The time frame between these readings is unk, however, the customer care rep performed troubleshooting and the controls solution tests was not in range twice. Based on the info provided the event is reported as a product malfunction due to the failure of the control solution test.